Manufacturer narrative:
Additional details surrounding the circumstances of the event, including device-specific information, were not provided by the initial reporter. However, additional information has been requested and upon receipt will be submitted accordingly.

Event description:
The plaintiff's attorney alleged that the patient experienced cardiac arrest during hemodialysis treatment and subsequently expired.

Manufacturer narrative:
Upon additional information being received the following were updated: if follow-up, what type? & evaluation codes. Additional information has been requested from the initial reporter and will be submitted upon receipt accordingly.

Event description:
The plaintiff's attorney alleged that the patient experienced cardiac arrest during hemodialysis treatment and subsequently expired.